Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the power supply assembly for evaluation. Visual inspection of the returned power supply assembly revealed no evidence of damage or contamination. Fi technician installed the power supply assembly into the fi test ventilator. Fi technician power up the ventilator, the ventilator delivered breath; however, the ventilator shutdown when ac is applied. Using the oscilloscope the signal at the junction of r91 and the positive lead of c56 was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.41v. Conclusion: the determination could be made that the device failed to meet specifications. Root cause: root cause for the reported issue is due to the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported that the unit would not power up. The customer reported there was no patient involvement.